Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, deflation difficulties were encountered. The distal right coronary artery lesion was class 3. Moderately calcified, 95% stenosis. Following successful deployment of the taxus express2 3.0x32 mm drug eluting stent, the balloon would not deflate and remained inflated for 8 1/2 minutes. At this time the physician chose to rupture the balloon by expanding it beyond the highest pressure on the dial of the inflation device. The balloon was removed from the vessel intact, however, it was evident that there was a retrograde dissection into the mid section of the vessel. There was disease in the mid vessel and the physician had originally planned to treat this lesion. The physician then deployed a second taxus express2 stent (size unknown), overlapping the first taxus stent, to treat the dissection and the mid vessel lesion. The outcome was a patent vessel with 0% residual stenosis throughout the stented segments. The pt had chest pain during the event but their post-procedure enzymes were negative for myocardial damage. The pt was discharged to home the following day, however, returned 4 days later complaining of chest pain. The pt status is unknown at the time of this report.